Event description:
Complainant alleged that during a routine test by a clinician the device made a loud popping sound when attempting to perform 200 joules self test. The complainant indicated that there was no pt involvement in the reported failure.